Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The device has yet to be evaluated by the manufacturer. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that was in use when the patient allegedly expired. The ventilator was evaluated by the manufacturer and was found to operate and alarm as designed. The device passed all testing with no malfunctions or deficiencies observed.